Event description:
Complainant alleged that during a routine shift check by a clinician, they were not able to connect the attached electrodes to the malfunction cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.